Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Invesitgation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported while using bd phaseal¿ injector luer lock n35 leakage occurred. The following information was provided by the initial reporter: verbatim: phaseal injector un-luering from tubing closest to patient access point. Describe patient / (hcp) / user impact: chemo spill. What was the patient outcome? Patient and area was cleaned per protocol and completed chemo.